Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Alleged the bed exit will alarm at the nurse's station, but will only alarm intermittently at the bed.